Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.7 was unable to open. The field service engineer observed that the mini drawer 1.7 pushed in too far. Manually pulled out the engine, inspected the space left open, cleaned and replaced the engine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system mini drawer 1.7 was stuck and unable to recover. The customer performed rebooting the station, but the issue was still persisting. The customer stated that this malfunction caused a delay and user was unable to remove/issue medication to the patient. There were no adverse events or injuries reported based on this event.